Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the difficult to remove the sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during removal of the protective sheath, slight resistance was noted and the stent dislodged from the balloon. The device was not used and there was no patient involvement. There was no reported clinically significant delay in procedure. Another xience alpine was used to complete the procedure. No additional information was provided.